Manufacturer narrative:
The pushwire and marksman catheter were returned for evaluation without the pipeline as it was implanted in the patient; therefore, the evaluation could not determine the cause of the reported event. The ptfe coating on the proximal end of the pushwire was found to be scraped off. The cause of the of the scraping could not be determined; however, it is possible that the torque device may have contributed to it. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 22mm x 9mm located in the cavernous segment of the left ica (internal carotid artery). The patient was given dual anti-platelet therapy. The pru (p2y12 reaction unit) was 74. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported there was difficulty pushing the pipeline through the marksman catheter and the proximal portion of the pipeline did not fully open and required angioplasty (an option presented in the instructions for use, u.s.) With a hyperform balloon to achieve full wall apposition. Post procedural angiogram showed an eclipse. It was also noted that some ptfe coating was seen to be flaking off the delivery system while it was outside the patient. No flakes came off in the rhv (rotating hemostatic valve) and were not found in the patient. The patient was reported to be doing fine. No patient injury was reported was a result of the procedure.